Event description:
During review of programming and diagnostic history, it was observed that the vns patient's device was tested during an office visit on (B)(6) 2015 and system diagnostic results revealed high impedance. No patient adverse events were reported. It was also stated that the patient still feels magnet swipes and has not deteriorated in regards to seizure control. The cause for the high impedance was unknown at this time. No x-rays have been taken. No known surgical interventions have occurred to date. No additional relevant information has been obtained to date.

Event description:
Patient underwent full revision surgery. The explanted devices have not been received to date.

Event description:
The generator and lead were received . Analysis is underway but has not been completed.

Event description:
The device performed according to functional specifications of the current automated final test. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegations of high impedance.